Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized prior to death for chest pain. It was reported the patient was not on the hc device, at home, when the chest pains occurred. While hospitalized, the patient experienced a myocardial infarction and passed away. The cause of death was reported to be cardiac arrest. It was reported that while hospitalized, the patient was performing pd therapy on the hc device. It was unknown if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1995. As the death was not reported until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.